Event description:
The customer reported speaker malfunction inop. It is unclear whether the device produced sound or not. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported speaker malfunction inop. It is unclear whether the device produced sound or not. The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had no audio due to a speaker malfunction. Based on the results from the evaluation, it is determined that the device failed to meet specifications due to a defective speaker. The defective speaker was replaced.